Manufacturer narrative:
The lot number was requested: return of the probe has been requested. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the thoracic probe was bent. The probe was being hit with a mallet and the tip of the probe was hitting hardware from a previous surgery. The lumbar probe was able to be used to finish the case. The procedure was delayed by 5 minutes and there was no impact on patient outcome.